Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pump was replaced this morning (am). The healthcare professional (hcp) would not release pump to reps, had to go through pathology and then they returned. The rep went to pathology and left a return mailer box and filled out forms inside box. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 10 mg/ml concentration at 3 mg dose and bupivacaine, 20 mg/ml concentration at 6 mg via intrathecal drug delivery pump for unknown indication for use. It was reported that patient heard sound from pump. Patient was unsure at first that sound was coming from pump. The office this morning and was told to come in. No environmental/external/patient factors that may have led or contributed to the issue. The office read pump and logs. It showed several stalls and recoveries. No interventions/actions were taken yet. Surgical intervention was scheduled on 10/10/18. It was unknown if the issue had resolved at the time of this report and patient status was alive- no injury. No further complications were reported.